Event description:
The free style libre 2 does not give correct readings. I was using the one touch finger stick glucose monitoring and free style finger stick glucose. The readings on both were comparable but the liner readings was 20-25 points lower. Libre 2 the 14 day device is a faulty product and should not be allowed in the market. I called abbott and sent back both the faulty libre 2 along with the receipt and form as requested by abbott customer service. I am still awaiting a refund. Abbott is making one excuse after another and is not refunding despite getting the devices back. I am available to furnish more information. Ref report: mw5159059.